Event description:
Black plastic of handle has been cracked and crumbling since shortly after I purchased it. Confirmed complaint: handles cracked. Inlet tube loose and slightly bent. Leaking valve body o ring. Bent freeze trigger lever. Replaced o rings, tightened inlet tube. Adjusted trigger levels. Replaced handles. Repair order 98001 1216677-2022-00090 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint 2022-03-0000225. Distribution history: the complaint product was manufactured at csi on 02/13/2018 under work order 237058 and sold on 03/12/2018. Manufacturing record review: DHR-237058 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. The handles are cracked. The freeze trigger lever is bent. The inlet tube is loose and bent. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the issue may be due to end user mishandling and normal wear and tear. Corrective actions: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition. Aining required at this time. Was the complaint confirmed? Yes.

Event description:
Black plastic of handle has been cracked and crumbling since shortly after I purchased it. Confirmed complaint: handles cracked. Inlet tube loose and slightly bent. Leaking valve body o ring. Bent freeze trigger lever. Replaced o rings, tightened inlet tube. Adjusted trigger levels. Replaced handles. Repair order 98001. From s&r: the lever being bent meant it would not unlock. So yes it would thaw if the defrost lever was activated, but once the lever was deactivated it would be freezing again instead of being off. 1216677-2022-00090-1 ll100 cryosurgical 900001 (B)(4).